Event description:
It was reported that during a neck dissection procedure, the surgeon was going across soft tissue and the device was sealing, but not dividing, so they decided to use scissors. Also, the white pad was slipping down into the jaws. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.